Event description:
Surgeon reports "a breaking of the locking mechanism at the distal portion of the construct with screw backing out. There is also evidence of a screw backing out of the proximal portion of the plate."